Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a matrix spine system implant from t2 to l2, during final tightening of a locking cap at left t12, a t25 stardrive shaft stripped. Another part was immediately available. There was a one minute surgical delay. There was no further patient harm reported. The procedure was completed successfully. No additional information was available. It was reported that after cleaning it was noted that the shaft of another t 25 stradrive shaft was worn. There was no patient involvement for this part. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it has been confirmed that the other t25 stardrive shaft, that was discovered to be worn during the cleaning process, was used during the surgical procedure associated with this complaint. The device was used to complete the final tightening of the screw. Although no issues were reported during the use of the device, a worn appearance was noted during cleaning.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that two t25 long drivers ¿ long (03.632.072 lots 7725597 and 6543878) were stripped (one intraoperatively, the other found during cleaning). The returned instruments were examined and the compliant condition was able to be confirmed in each instance as the driver tips were found to be stripped. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.